Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed an event exception logged in the event file on 08-nov-2020 at 21:00:54, followed by a controller failed alarm at 21:01:04. The event exception and controller failed alarm were indicative of a loss of communication between the user interface controller (uic) and pump motor controller (pmc). A controller failed alarm is logged as a result of the uic not receiving the expected messages from the pmc for a period of 10 seconds. The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring and maintaining the pump at the desired speed. As a result, the reported event was confirmed. Internal inspection of the controller did not reveal any anomalies. During supplemental testing, the controller was allowed to run for an extended period of time; results revealed that the controller failed alarm and event exception could not be replicated. Based on risk documentation and the available information, a possible root cause of the reported controller failed alarm event can be attributed to a communication failure between the uic and pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: dvfb1d1 ICD, implanted on: (B)(6) 2020, 694765 lead, implanted on: (B)(6) 2002. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller failed alarm due to miscommunication between the two boards within the controller. The controller was exchanged. No patient complications have been reported as a result of this event.